Event description:
Heartware left ventricular assist device (lvad) patient presents with 3rd gastrointestinal bleeding (gib) event requiring hospitalization. Hemoglobin (hgb) was 6.5 on admission in the setting of international normalized ratio (inr) 5.6. Inr was allowed to drift to therapeutic level over several days. Three units of blood were transfused. Endoscopic evaluation was deferred at this time. Aspirin therapy was stopped for now.